Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 3.75mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 49cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of the balloon cones was performed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and calcified coronary artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the shaft fractured in the descending aorta and subsequently broke during attempts to remove it from the body. The detached portion was successfully removed intact by utilizing a trapping method. The procedure was completed with a different device, and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and calcified coronary artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the shaft fractured in the descending aorta and subsequently broke during attempts to remove it from the body. The detached portion was successfully removed intact by utilizing a trapping method. The procedure was completed with a different device, and no patient complications were reported.